Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the severely calcified proximal and middle segments of the left anterior descending artery. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, the burr touched the sterile cloth. The procedure was completed using another of the same device, and patient is stable post procedure.